Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) inflation failed. There was no patient involvement.

Manufacturer narrative:
After further review, the initial emdr for this complaint was submitted in error. The complaint was created incorrectly and is not reportable to the FDA therefore, no follow up emdr is required. Please cancel the complaint in your database, as it has been identified as a duplicate of complaint (B)(4).

Event description:
N/a.